Manufacturer narrative:
Device evaluation summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st and 2nd distal stent wraps with struts raised and stretched. Misalignment was evident to the 13th distal stent wrap. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a severely calcified, severely tortuosity, lesion . The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. Resistance was not encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent fail to cross the lesion. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology / anatomy and not device related. The patient is alive with no injury. Procedure was completed using another resolute integrity des. The device returned for evaluation with deformation to the stent struts.